Event description:
It was reported that when using the pyxis medstation es system, the door did not open and close properly. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to door failure. A field service engineer confirmed that there was no failure and additionally replaced the micro switches. The system functioned as intended after the field service engineer verified the device.